Event description:
A 7.3mm cannulated screw broke at the threads approx 6 weeks post-operative. Screw was implanted for a slipped capital femoral epiphysis. Pt was on crutches and had just begun weight bearing.